Event description:
Zyno medical received a request for a hex file to address the pump's flow rate that failed during testing. There was no patient involved as the issue was encountered during testing.

Manufacturer narrative:
The pump underwent testing where the flow rate test fell outside the acceptable range. The device is not available for evaluation. The technician indicated further resolution was not possible on the customer owned pump as there was no authorization given. Therefore, we are unable to confirm the reported issue and/or outcome. However, a CAPA has been established to investigate this failure mode to better understand and where possible determine the root cause.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, flow rate failures +5% to + 15% or -5% to -15% would not lead to the harm of a patient. The reported flow rate failure mode has been determined to be non-reportable. The severity of this failure is 1 - inconvenience or temporary discomfort. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. Reference to complaint # (B)(4).